Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the wake button was not working as it was difficult to press. The customer pressed the wake button multiple times and the wake button performed as intended. The customer's blood glucose level was within range (value not provided).